Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The customer reported receiving "no sensor detected" alerts after getting inserted with a new sensor on (B)(6) 2024. The customer began experiencing this issue from on (B)(6) 2024. The customer mentioned that the connection between the transmitter and sensor is often poor and loses when she is moving the arm. A review of the customer's alert history revealed that she received many "no sensor detected" alerts after the insertion. However, the glucose data seemed to be consistent overall. As part of troubleshooting, a placement test was performed where the customer was guided to place the transmitter properly over the area of sensor insertion. With the help of troubleshooting, the customer was able to achieve good signal. However, the issue persisted as customer called and complained that the connection issue has become worse. Customer said that when she moves the transmitter a few inches up the signal gets excellent. In every other direction the signal is lost. A transmitter diagnostic log was requested to perform additional evaluation. It revealed that the customer received an average of 5 alerts daily. The issue was escalated to technical support team who initially determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. However, the issue persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location. The customer scheduled an appointment for sensor removal on (B)(6) 2024. No further information was received regarding the sensor removal. As a result, no further analysis of the complaint was possible. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength.